Event description:
It was reported the patient experienced a loss of communication between the ipg and the external devices. It is unknown when the patient last attempted to recharge the device. The patient is working with his physician to determine a resolution.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.